Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: there was no data in the pump history from the time of the reported issue due to continued use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the basal and bolus totals. A normal bolus and an audio bolus were performed and confirmed that the insulin on board feature was calculating correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas indicating a potential issue with the pump insulin on board calculation. This report is made because troubleshooting was unable to be conducted during the contact with the reporter to determine if the issue could be resolved. There was no indication that the product caused or contributed to an adverse event.